Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned device and was unable to find any missing or broken apart with the insertion portion of the device. The insertion portion of the sheath was found to be severely bent below the metal protector boot, causing restriction of movement on the slider and needle. Further inspection found the stylet wire missing from the aspiration. The cause of the bent insertion portion of the sheath and missing stylet wire can be attributed to excessive force and mishandling during use. The instruction manual warns users ¿do not force advancement of the device if excessive resistance to insertion is encountered. Doing so could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope or the device. Confirm that the bending section of the endoscope is not angulated. If necessary, reduce the angulation/flex of the endoscope until the device passes smoothly.¿

Event description:
Olympus was informed that during a diagnostic endobronchial ultrasound (ebus) procedure to rule out sarcoidosis, the vizishot sheath detached and fell into the patient¿s lung. The sheath was visualized in the patient¿s lung with a flexible bronchoscopy scope and was retrieved with forceps. It was reported that the surgeon had successfully biopsied one node; however, there was an inadequate amount of tissue retrieved. The surgeon reported that while attempting to biopsy the second node the sheath was adjusted and there was no resistance felt at that time. The needle was not penetrating the node well and the sheath did not appear to be buckled or abnormal. It was noted that the needle did not seem to be extending as far when the technician was making slides. The needle was withdrawn from the patient and upon inspection by the surgeon and the technician; it appeared that part of the sheath was missing. There was also resistance noted on the handle of the device at this time. The intended procedure was completed with a different device. There was no patient injury reported. Additionally, the needle was inspected prior to the procedure with anomalies found.